Manufacturer narrative:
MDR 1219913-2020-00654 was filed on december 21, 2020. Additional information: january 4, 2021. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore, they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00654 supplemental 1 is filed for the results generated on (B)(6) 2020 and MDR 1219913-2020-00655 supplemental 1 is filed for the results generated on (B)(6) 2020.

Manufacturer narrative:
MDR 1219913-2020-00654 was filed on december 21, 2020 and 1219913-2020-00654 supplemental 1 was filed on january 21, 2021. Correction - february 2, 2021 the date siemens was notified was originally stated as december 4, 2020 in the initial mdrs. On february 2, 2021, siemens was made aware that the actual date notified was december 3, 2020. Section g3 of this supplemental MDR reflects the date that siemens was made aware of the discrepancy in the original notification date. Additionally, it was originally unknown as to whether a third part serviced the instrument. It was confirmed that a third party did not service the instrument. Section d8 was revised with this change. No further evaluation of the device is required. MDR 1219913-2020-00654 supplemental 2 is filed for the results generated on 2020-12-02 and MDR 1219913-2020-00655 supplemental 2 is filed for the results generated on 2020-12-03.

Manufacturer narrative:
Siemens reviewed sample handling with the customer : initial sample handling - centrifugation force (rcf)/time = 1800g - 10 minutes. Sample type = serum. Tube manufacturer : becton dickinson vacutainer. The samples were fresh and were drawn on (B)(6) 2020. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00655 was filed for the results generated on (B)(6) 2020.

Event description:
The customer obtained discordant atellica im sars-cov-2 total (cov2t) results for four patients that were either reactive or nonreactive upon repeat. It is unknown which is the correct result. It is unknown if the results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.